Manufacturer narrative:
Manufacturer's investigation conclusion: the report of pump stop and low speed events can be confirmed based on the submitted log file. Although a specific cause for these events could not be conclusively determined through this evaluation; based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 05dec2020 at 4:23:03 to 15dec2020 at 21:05:57. The pump speed was set at 9400 rpm with a low speed limit of 9000 rpm. On 15dec2020 at 15:22:46, 15:41:55, 19:04:53, 19:22:04 and 8:27:09 the pump stopped. The pump stop events were accompanied by low speed advisories, low speed hazards and low flow hazards. The pump stop events occurred while the patient was supported by battery power. Excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. Of note, during the pump stop events on (B)(6)(2020 at 15:22:46 and 20:27:08 the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered following these events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log file. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent two or more damaged wires in the patient¿s driveline; however, a specific cause for the pump stop and low speed events seen in the log file could not be determined through the evaluation of the returned distal end of the driveline. The submitted photos showed the external and internal portions of the patient¿s driveline and were unremarkable. A distal end driveline replacement was performed by a technical service representative on 18dec2020. Approximately 20.5¿ of the external portion/distal end of the driveline was returned. The distal end driveline was returned reinforced with a tongue depressor secured with tape. A previous driveline repair was located approximately 15¿ from the metal connector. The metal connector pins and bend relief were unremarkable. Visual examination of the driveline revealed black repair tape which covered cosmetic damage to the outer silicone sleeve approximately 3¿ from the metal connector. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced, even with manipulation of the driveline. The silicone sleeve was removed, and examination of the bionate revealed a black tine along the length of the driveline. The bionate was removed and areas with shield breakdown were noted. The shielding was removed, and visual and microscopic examination of the underlying wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any driveline wires that would have resulted in an electrical short. The relevant sections of the device history records for vad-18626 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10may2016. The heartmate ii lvas patient handbook addresses exchanging power sources, outlines all system controller alarms as well as the proper actions associated with them, and contains an emergency response checklist. In addition, both the patient handbook and IFU state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Several sections of the hmii IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline repair in (B)(6) 2018 reported via MFR# (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with low flow alarms, low speed alarms, and no external power. On interrogation, pump off alarms started on 15dec2020. The patient had a driveline repair in apr2018. Review of the log file conducted and the log captured low speed and pump stop events on battery power on 15dec2020. It appeared that the short to shield matured into a phase to phase short with pump stops possible on any power source. There was some wear on the shielding. It looked to be where the grey sleeve ends distally. The patient possibly had that area kinked. The internal images did not show any obvious areas of shield breakdown. On 18dec2020 an external percutaneous lead replacement approximately 3 inches from the exit site was performed. There were no issues noted after the patient was back on the grounded patient cable.

Event description:
It was reported that the patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2020. The serial number of the new pump was (B)(6). The pump will be returned for analysis. The pump exchange was performed following the driveline repair because the engineers did not see any issue with the returned driveline. The pump exchange was done due to the same issues that the driveline repair was done. The pump issues resolved following the pump exchange. The patient had no symptoms and was discharged home.